Manufacturer narrative:
Results of investigation:the carefusion failure analysis lab received the suspect main printed circuit board. The part was visually inspected and installed onto a known good unit. The unit was powered up and displayed ¿choosing which application to run¿¿ the software was attempted to be reloaded but would not download. The reported issue was duplicated and isolated to a software issue with the bootloader.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that when switching the unit on it reads "application record 2 is not valid" and the screen does not change. There was no patient involvement at the time of this incident.